Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00369 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe device was used during an upper endoscopy procedure. According to the original complaint information received, the injection gold probe device would not extend out of the catheter. This issue occurred with two gold probe devices of the same type within the same procedure. It was unknown if there was visible damage to either device. This event was made reportable, based on additional information received on (B)(6), 2010. This information indicated that once needle came out, it wouldn't retract. No patient complications were reported as a result of this event. According to the complainant, the procedure went okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00369 for a description of the other device. It was reported to boston scientific corporation that an injection gold probe device was used during an upper endoscopy procedure. According to the original complaint information received, the injection gold probe device would not extend out of the catheter. This issue occurred with two gold probe devices of the same type within the same procedure. It was unknown if there was visible damage to either device. This event was made reportable, based on additional information received on january 12, 2010. This information indicated that once needle came out, it wouldn't retract. No patient complications were reported as a result of this event. According to the complainant, the procedure went okay.

Manufacturer narrative:
The complaint, as reported, was able to be confirmed. The needle was received in the extended position, and could not retract due to a hypotube fracture. The bent hypotube impeded the needle from retracting, while rubbing against the inner wall of catheter. Test results confirmed that the unit was forcibly actuated; repetitive actuation against resistance led to the hypotube fracture inside of the handle assembly. Based on the results of the investigation, the most probable root cause of this defect is operational context. (B)(4).